Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, loss of connection between the transmitter and smart device occurred. No additional patient or event information is available. The transmitter was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. A voltage test was performed and failed indicating no voltage on the unit. Share data log was reviewed and observed signal loss on the issue date. The customer complaint of a loss of connection was confirmed through share data log. The root cause was unable to be determined post-investigation.